Event description:
Caller reported discrepant low troponin (tni) results on the triage cardiac panel when compared to the hospital lab analyzers. On (B)(6) 2012, a (B)(6) male pt had chest pains with diaphoresis and nausea. He took aspirin with relief. He also had chest pains a day prior. Pt was discharged to see primary care physician and to get cardiac work up. On (B)(6) 2012, pt presented with recurrent chest pain and exertion at rest. Time of onset was 1-2 hours prior to arrival. Pt¿s initial diagnosis was chest pain (rule out acute coronary syndrome). Initial ECG showed normal sinus rhythm. On (B)(6) 2012, pt had a heart catheterization with diffuse disease. He was 95% right coronary artery (rca) stented. Pt was discharged on (B)(6) 2012 with final diagnosis of: non-st elevated myocardial infarction (nstemi); coronary artery disease (cad); diabetes; dyslipidemia; hypertension.

Manufacturer narrative:
No patient samples were returned for investigation. Product support tested calibrator h (cal h) with retained devices from lot w51478 for observations of tni recovery. Conclusion: no discrepant or low bias in tni recovery was observed with any samples tested on device lot w51478. No device issues or error codes were observed. Product support could not replicate customer¿s complaint. Sample interferences cannot be ruled out. As of (B)(4) 2012, there have been 3 complaints against device lot w51478. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.